Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements were observed on the right ventricular (rv) lead. The output was reprogrammed to ensure capture. The x-ray confirmed the rv lead was dislodged. As a result, a revision procedure was scheduled and the rv lead was successfully repositioned. No additional adverse patient effects were reported.